Event description:
T was reported that a user experienced continuous glucose monitoring communication issues with a libre 3 plus sensor connected to an ilet pump, including a preceding g7 sensor failure and subsequent ¿sensor unavailable¿ and signal loss messages to the ilet, which were resolved after a sensor re-scan and a pump restart. Symptoms included no reported adverse clinical effects. Outcomes included no interruption to therapy after troubleshooting and no medical intervention. Investigation included customer support troubleshooting and education focused on sensor re-scanning and device restart. Investigation of this case revealed sensor-to-pump communication loss that resolved with standard reconnection steps. It was concluded that the device functioned as designed after re-establishing communication and no device replacement was indicated.